Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this catheter guide had cause the perforation of the coronary sinus during implant. Additional information indicated that it was unknown as to where specifically the perforation was located. Patient was being actively monitored. The catheter guide was used as is. No additional adverse patient effects were reported.